Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vaso view hemopro was plugged in, started smoking and "it appeared to be on fire." It is unknown at this time how the case was completed. The hospital did not report any patient effects.

Manufacturer narrative:
The device was returned to the factory for evaluation. Signs of clinical usage and evidence of blood were observed. A visual inspection determined that the hot jaw heater wire was detached at the tip of the jaw. The wire remained in place at the base of the jaws. The jaws were not able to be completely closed as a result of the wire detachment at the tip. Based on the returned condition of the device the reported complaint was confirmed for "mechanical issue/jaws failed to close - detached heater wire." The confirmed failure mode has been investigated in the CAPA system. Based on the available information, it is not possible to determine if the device was used in accordance with the labeling in regards to the mechanical issue/heater wire detachment. However, the user is instructed in the "warnings and precautions" section that when inserting or retracting the harvesting tool through the harvesting cannula, close the jaws and ensure the jaw tips are oriented upward. (B)(4).

Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).